Event description:
Patient reported that back to back tests performed on patient's surestep meter using separate finger sticks were 70 and 114 mg/dl (48% difference). No symptoms were reported. The meter is not cleaned according to manufacturer's product recommedations. Control solution test result (125) was in range (96-135). Reviewed meter coding, cleaning and testing techniques. The meter was replaced. There was no allegation of harm.